Event description:
Pdc received a call on (B)(4) 2013 reporting medical intervention that occurred on (B)(6) 2013, at 11:30 pm. Pt reported feeling weak and said her prodigy meter gave her a reading of 29mg/dl. Her son drove her to the emergency room and their meter read 114mg/dl. No treatment was given but pt received an EKG and had blood work done. Pt's total time in the hospital was 6 hours, with a glucose level of 149mg/dl at discharge. Prodigy sent replacements w/prepaid envelope and requested return of suspect product(s). As given over the phone by pt, pt's recorded device readings are: 7-day avg 82/mg/dl, 14-day avg 96mg/dl, 28-day avg 108mg/dl, (B)(6) at 12:26am 81mg/dl, (B)(6) at 11:24pm 68mg/dl, (B)(6) at 11:22pm 56mg/dl, (B)(6) at 4:25pm 29mg/dl, (B)(6) at 3:53pm 46mg/dl.